Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jun 1, 2017: pfs alleges that patient feels clicking pain in left hip and pain when she walks. Pfs also alleges that x-rays detected loosening in hip prosthesis. After review of the medical record for the MDR reportability, patient was revised due to instability. Revision notes state that there was laxity of abductor mechanism and a sensation of dislocation with flexion, internal rotation and adduction. Femoral component was noted to be well positioned and well fixed. Cup was noted to be well fixed. There was no mention of loosening. This complaint was updated on jun 8, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.